Manufacturer narrative:
The patient's cause of death was unrelated to the study device. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6)/ study name: (B)(6) - patient ID #(B)(6). During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2015, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 48 months post index procedure, the patient was diagnosed with lung cancer with right adrenal involvement and oligometastases and expired on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.